Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that patient had a pre-existing itchy allergic reaction to latex during their hospital stay for heart surgery. The patient stated that they periodically remove the lifevest due to the itchy skin irritation. The patient was advised by a medical professional to use benadryl. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the damaged battery.

Event description:
A us distributor contacted zoll to report that patient had a pre-existing itchy allergic reaction to latex during their hospital stay for heart surgery. The patient stated that they periodically remove the lifevest due to the itchy skin irritation. The patient was advised by a medical professional to use benadryl. Outcome of the irritation is unknown. A us distributor reported that a battery would not power on a monitor.